Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Bone scan done shows possible signs of early loosening. Revision op notes demonstrated that the patient was revised due to right knee pain, swelling, and aseptic loosening. During the revision, tibial and femoral components were noted to be grossly loose. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: stemmed nonaugmentable tibial component option cr/ps/lps size 6, item # 00598604702, lot # 62855733. All poly patella size 35 mm dia. Standard 9.0 mm, item # 00597206535, lot # 62820822. Articular surface size gh 12 mm height "use with plate 5, item # 00596404212, lot # 62576185. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event; please see associated reports: 0002648920-2018-00870. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that bilateral patient underwent right total knee arthroplasty and subsequently underwent a revision procedure due to pain, swelling, tightness, fluid and loosening. Patient reported that the bone around the tibial and femoral components softened causing loosening.